Event description:
It was reported that during a lap chole procedure, the jaws of the clip applier did not open and did not ligate the vessel. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.